Event description:
The patient reported skin irritation while using the 72r electrodes. The patient changes the electrodes daily. The patient saw her surgeon, who told her to use benadryl cream and to pause treatments for the weekend. The patient started treatment again on monday, (B)(6) 2026, and has skin irritation again. The skin is red and itchy. The patient developed a blister and had open sores in the lumbar area. The patient stated the area was cleaned with soap and water. No new product was used; the patient stated they have sensitive skin and are allergic to lidocaine and have seasonal allergies. The patient will perform a time test with the 63b electrodes. No further consequences were reported.

Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as (B)(6) 2026. D4: the 72r electrodes have been returned for evaluation; however, multiple lot numbers were received, and it is unknown which lot number was in use at the time of the event. Attempts have been made for additional information, but no further information has been provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.